Event description:
It was reported during the implant procedure that when the device package was opened, the incorrect patient assistant was found inside. The device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Incorrect patient assistant in device package.